Event description:
It was reported that seven days post-op implantation, the patient experienced three self-clearing electrical fault alarms. These were confirmed in the log files at 03:41am, 03:44am, and 03:45. A clinical engineer performed a driveline cleaning. Driveline wires were free of any cloudiness. There was dried blood noted on the connector sleeve and around driveline boot. Upon disconnection of the driveline, two of the pins were obviously darkened with debris. Cleaning procedure was conducted with pump off time of approximately 60 seconds. Patient tolerated pump off time very well. Pump remains implanted.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. The company is seeking this information through the event investigation. Pump remains implanted.

Manufacturer narrative:
Based on the results of the internal investigation and per management, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.